Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 680r28 heart ring implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that one day post implant, the right ventricular (rv) lead had high thresholds and the r waves had worsened. The lead did not appear to have grossly moved when inspected under fluoroscopy. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.